Event description:
Reporter indicated that during implant procedure, the physician was unable to get the hex screw driver to "click". He stated the lead appeared to be inserted, and seemed to be "fully seated" when the physician tried to pull the lead out. As the screw was turned, they felt and heard a slight click. They could not get the wrench to click again. They were unable to back the screw out of the generator. They pulled on the connector pin boot, and the connector pin that was fully inserted into the connector block, did not move. They clamped a needle holder to the shaft of the hex wrench to see if they could check to see if they could get the wrench to click and were unable to. It was not clear if the wrench appeared to be locked or was stripped. Systems diagnostics were performed and were within normal limits.